Event description:
Country of complaint: (B)(6). Inflammatory reaction.

Manufacturer narrative:
Manufacturing site evaluation: multiple attempts to obtain additional information were made, no feedback was received. Samples received: 39 unopened pouches. There are no previous complaints of this code batch. (B)(4), there are no units in stock. Tightness test to the closed samples received have been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Sterilization process was also normal and the results of the sterilization control are correct. Monosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. As stated in the mode of action section in the instructions for use (IFU) of monosyn "when monosyn suture materials are employed, there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. Monosyn is metabolized to glycolic acid by hydrolysis without causing any enduring change in the region of the wound." Nevertheless there are risks (side effects) associated to the use of monosyn suture, which are typical for any (absorbable) suture and which are mentioned in the IFU of monosyn: "side effects: as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded. Corrective/preventive actions: na.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.